Manufacturer narrative:
Eval results: the returned lead failed continuity testing. Channel 8 of the device measured open and broken terminal end wires were observed. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(6) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00931. The pt rec'd a peripheral nerve system on (B)(6) 2009 for low back pain including two percutaneous leads from different lots. It was reported that the pt felt stimulation where he needed it, but the sys was not providing adequate pain relief even at higher amplitude settings. As such, it was explanted.